Manufacturer narrative:
H3: analysis of the pump identified a leaking outlet port due to a damaged o-ring. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 579 mcg/day via an implantable pump. It was reported that a pump-related problem occurred; pocket opening occurred due to a massive presence of liquid inside the pocket despite the pump tank being correctly filled. The fluid inside the pocket was not chemically identified. On visual inspection upon opening the pocket, the fluid was transparent; its precise chemical identity; however, was unknown because the doctor deemed it unnecessary to carry out a thorough analysis of the fluid. There was an abnormal presence of spasticity in the patient despite the catheter being intact. It was noted that ¿maybe premature battery depletion [occurred] because the patient reported having replaced the pump about three years earlier (2017).¿ however, it was further clarified that the hcp was not sure about the real implant date as the pump was implanted in a different hospital. The hcp and manufacturer representative had no record that implant, and the patient had lost her pump card. They checked the catheter via the catheter access port (cap) with contrast medium; it was okay, and the catheter was perfectly intact. Despite all parts seemingly functioning well, the hcp replaced the pump. The pump would be returned to the device manufacturer. It was unknown if the issue was resolved. However, the patient's status was alive, no injury. There were no environmental/external/patient factors that affected pump function. The patient¿s medical history included spastic paraparesis. The patient had no allergies, no pregnancy, and no liver/kidney problems. Information regarding the patient¿s age and other medications was unavailable. This event occurred in 2020 (year valid).